Event description:
Treatment of an aneurysm. It was reported during procedure, the pipelines would not open and both were removed from the pt. Same event as MDR# 2029214-2011-00318.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as they were discarded. (B)(4).